Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of an accident resulting in intracranial bleeding and peritonitis, which warranted hospitalization. The patient¿s poc stated the cause of the accident and peritonitis was unknown; therefore, causality could not be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be excluded from the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the lack of causality, timeline of events, clinical follow-up, and no manufacturer evaluation of the device, this clinical investigation cannot disassociate the patient¿s liberty select cycler or liberty cycler set from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an accident which caused an internal bleeding in his head. The patient was admitted to the hospital on (B)(6) 2025. The patient¿s contact also stated that the patient was diagnosed with peritonitis once at the hospital. During follow-up, the patient¿s point of contact (poc) reported they were traveling, and the patient had an accident and was hit on the head (specifics not provided) on (B)(6) 2025. The poc was unable to confirm if the patient was undergoing treatment when the serious adverse events occurred. The poc also reported the patient was confused during the call to fresenius customer support and was taken to the emergency room (ER). It was at this point that the intracranial bleeding was discovered, and the patient was formally admitted. While hospitalized the patient was diagnosed with peritonitis, however no additional details were provided. As of (B)(6) 2025, the patient remains hospitalized and is continuing to undergo ccpd therapy. Attempts to obtain additional clinical information (e.g., discharge summary, hospital records, timeline of events, patient demographics, causality) were unsuccessful.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an accident which caused an internal bleeding in his head. The patient was admitted to the hospital on (B)(6) 2025. The patient¿s contact also stated that the patient was diagnosed with peritonitis once at the hospital. During follow-up, the patient¿s point of contact (poc) reported they were traveling, and the patient had an accident and was hit on the head (specifics not provided) on (B)(6) 2025. The poc was unable to confirm if the patient was undergoing treatment when the serious adverse events occurred. The poc also reported the patient was confused during the call to fresenius customer support and was taken to the emergency room (ER). It was at this point that the intracranial bleeding was discovered, and the patient was formally admitted. While hospitalized the patient was diagnosed with peritonitis, however no additional details were provided. As of (B)(6) 2025, the patient remains hospitalized and is continuing to undergo ccpd therapy. Attempts to obtain additional clinical information (e.g., discharge summary, hospital records, timeline of events, patient demographics, causality) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.